Event description:
It was reported that the patient underwent fusion surgery on the lumbar region of his spine from vertebrae l4 to s1 using rhbmp-2/acs. The patient's post-operative period has been marked by increasingly severe lower back pain. An MRI scan taken eight years five months post-op reveals concentric disc bulging and facet joint hypertrophy resulting in lateral recess and foraminal stenosis at the level of implant. A CT scan taken ten years 3 months post-op revealed osteophytes extending into central canal and bilateral foraminal stenosis at the level of implant. Reportedly, the patient continues to experience severe and unrelenting low back pain that radiates into his lower extremities, significantly impairing his ability to ambulate or stand for long periods of time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2004: the patient presented with pre-operative diagnosis of l4-5 and l5-1 degenerative disk disease and underwent l4-5 and l5-s1 anterior lumbar discectomy with anterior lumbar interbody fusion using lt cages and bmp and posterior l4-s1 fusion

Manufacturer narrative:
(B)(6). (B)(4).